Event description:
It was reported that the user awoke with a blood glucose of 450 mg/dl, administered subcutaneous insulin with backup therapy, observed a crack at the infusion site of a 23-inch teflon infusion set, and requested replacement supplies, with no device alerts or alarms reported. Symptoms included hyperglycemia and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available, and the device component and medical device problem could not be specified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.